Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Harmonic taped and tip taped to the harmonic box as well.

Event description:
It was reported that during an unknown procedure; the scrub nurse set the device up and the white part of the end tip (blade tip) came out suddenly and was not safe to be used. The procedure was completed using same like device. There were no adverse patient consequences reported.